Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving compounded baclofen (500 mcg/ml at a dose of "150 mcg/ml") via an implantable pump for an unknown indication for use. On (B)(6) 2017, during normal use, the patient returned to the hospital with withdrawal symptoms. The hcp found a motor stall in the pump programming. There were no known environmental/external/patient factors that contributed to the event. The hcp performed a dye study that confirmed the catheter was ok. A pump replacement was scheduled for "tomorrow" ((B)(6) 2017). The event was unresolved at the time of this report. The patient's status at the time of this report was listed as "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
On 2017-may-02, additional information was received from a foreign manufacturer representative (rep). Additional information clarified the patient's dose was 150 mcg/day. The cause of the motor stall was not determined. The patient reported they had not been subjected to any magnetic field and "have not done any therapy in the previous period". It was reported the motor stall recovered, and there were "reported some motor stall in the event logs a few day before the definitive stop". There were no other events in the log. Logs were requested, but the rep responded, "no, but the pump is already readable". The pump replacement date was confirmed to be (B)(6) 2017. The patient was fine and the therapy had been optimized.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. Analysis identified residue on the gear shaft of the motor gear train that resulted in the motor stalls. The previously reported conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.